Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was an alleged inaccurate deliver issue. The patient stated they set a temp basal for -20% for overnight and woke up with a bg of 44mg/dl. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, the readings did not reach below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas' criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.